Event description:
Primary hip arthroplasty was performed in (B) (6) 2003. Revision was performed on (B) (6) 2010, due to pain and radiographic loosening. Infection was ruled out. Cup and liner were removed.

Manufacturer narrative:
Evaluation summary: the devices were in-vivo approximately 6.5 years. The devices were unavailable for analysis, and their conditions are unknown. The surgical notes from the primary surgery as well as revision surgery are unavailable, and it is unknown if the trilogy acetabular system was implanted with the correct orientation and fit as per the surgical technique. Instruments used in the primary surgery are unknown. X-ray images post-primary surgery and from successive patient visits are unavailable. Patient's height and weight are unknown. Based on the above information and observations, shell loosening and pain may have been due to one or a combination of the following mechanisms: initial shell instability and/or initial press-fit condition of the shell, debris between the shell and reamed acetabulum during implantation, improper shell size for patient, misalignment of shell, impingement, poor bone quality, patient activity post-op. However, the exact cause of the current situation cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.